Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced the infusion set leak between tubing and site connector detachment event on (B)(6) 2025. The set has been in use for one day. No further information available.